Event description:
It was reported that the patient was treated for an infection at the lead electrode site. Surgeon determined the patient was allergic to the stitching or materials of the tie downs. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.